Event description:
It was reported that the patient connector of the uv flash transfer set was not connected with the titanium adaptor when the transfer set was changed. The caller stated there was gap observed in the junction. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection performed with the naked eye and a microscope noted a damaged patient connector. Leak test, clear passage test, and clamp function test were performed with no issues noted. The reported connection issue was neither verified nor duplicated. An additional issue of a damaged patient connector was noted during evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.